Event description:
During procedure, the stylet was unable to pass through the lead. The lead exhibited high impedance, therefore the lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of insertion difficulty could not be confirmed. The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.